Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure for normal battery depletion, the chronic right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. Using a pacing system analyzer (psa) and by testing various vectors, the physician determined that there was a proximal coil issue. Subsequently the rv lead was programmed distal coil to can with an appropriate shocking lead impedance measurement. The physician opted to leave the chronic rv lead and device implanted and monitor the patient. No adverse patient effects were reported.